Event description:
Boston scientific received information that the clinic reviewed the remote home monitoring data and found elevated increases in the right ventricular (rv) impedance measurements that were greater than 3000 ohms. Boston scientific technical services (ts) suggested reviewed the data and found that the rv lead impedance value was stable but then experienced a change of greater than 500 ohms where it increased to greater than 3000 ohms twice. A few other abrupt changes in the impedance measurements were noted inbetween the two instances. No noise episodes were observed. Ts discussed possible reasons for this to occur and suggested bringing the patient into the clinic for evaluation. The ICD and another manufacturer's rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed where the other manufacture's rv lead was extracted and successfully replaced, the ICD remained in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that another alert for continued high out of range pacing impedance measurements for the ICD and rv lead was received. Review found that the impedance measurements were going out of range more frequently. Since no noise has been able to be reproduced in previous in-clinic visits and electrograms (egms) show no sign of noise, boston scientific technical services (ts) discussed that they could continue to monitor or perform intervention as per physician's discretion. The ICD and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported that the red light on the remote home monitor was flashing. Patient services assisted the patient in determining that the remote home monitor had become unplugged from the wall jack. Once plugged in, the remote home monitor was able to complete a successful remote interrogation. Patient services referred the patient to the clinic as the red light may indicate an issue that was not able to be communicated with the clinic. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the high impedance was possibly due to an intermittent connection issue. The clinic has opted to continue to monitor the patient and no adverse patient effects were reported. The ICD and another manufacturer's rv lead remain in service.